Event description:
Device report from depuy synthes reports an event in italy as follows: it was reported that a patient was stabilized after trauma on (B)(6) 2014. Following further trauma in (B)(6) 2022, the body of the screw broke. Patient consequence reported as a new spine surgery. The procedure was successfully completed. This report is for one (1) mis schanz scr ø5 perf l40. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). A device history record (DHR) review was conducted: part: 04.627.606s, lot: 8818819, manufacturing site: (B)(4), supplier: n/a, release to warehouse date: 27 feb 2014, expiration date: 01 feb 2024. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.